Manufacturer narrative:
Concomitant medical products: 388928 urinary lead, 3058 urinary ipg, implanted: (B)(6) 2015; a2dr01 ipg, implanted: (B)(6) 2015; 3037 neuro programmer, implanted: n/a. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.